Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having so much difficulty charging the implant and the issue began probably 2 months ago. Patient had the center hole of the paddle over the implant and they couldn't find the device. Patient could only charge the implant at 30% before the controller would run on of charge. The recharger would also get very hot. Patient also got an 'ma-08' message but couldn't capture the details. During the call agent reviewed to place the solid part of the paddle over the implant. Patient denied damages in the controller port and recharger. Patient cleaned the controller and recharger pins. Patient reset the controller and plugged the recharger. Patient placed the center hole of the paddle over the implant. Patient kept getting poor recharge quality. Agent re-reviewed to place the solid part of the paddle over the implant. Patient got excellent. Patient mentioned the paddle was starting to get really warm. Agent sent request to repair to replace the recharger.